Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to the patient disconnecting the patient line from the transfer set during therapy but not returning to therapy within 30 minutes. A batch review was not performed because the lot information was not known. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is uknown. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted (B)(6) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 2. The hp stated he disconnected during dwell and was late to reconnect as the drain began. The hp stated he reconnected and the machine alarmed. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The hp confirmed to restart with new supplies. The tsr also advised the hp to notify his peritoneal dialysis nurse. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.